Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 56-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient developed hemolysis. As a result of the condition, the surgeon opted to remove the pump. Once removed, an intra-aortic balloon pump was inserted for continued support.